Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. A review of the procedure with the surgeon confirmed that the retaining ring had dislodged, causing the cup to migrate. This was corrected during the revision procedure. A review of the x-rays taken post primary confirmed that the implant was correctly seated. The surgeon advised that the ring had most likely been dislodged during a lengthening procedure when the allen key was being removed. It is not possible to review these items as they remain implanted. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to mets distal femur implant (k120992).

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 2011 and subsequently was underwent a rebushing procedure on (B)(6) 2012. The surgeon was concerned the implant was broken.

Manufacturer narrative:
The patient underwent replacement of the retaining ring and the bushes were changed. Based on the information provided a definitive root cause could not be determined. Further information such as product return, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. However rebushing is an anticipated event over the lifetime of an orthopaedic implant, performed at the discretion of the surgeon. It consists of the replacement of poly components which are susceptible to wear such as bearings and bushings, in addition to the axle and related retaining mechanisms. This complaint is being closed and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 2011 and subsequently was underwent a rebushing procedure on (B)(6) 2012. The surgeon was concerned the implant was broken. This is a supplemental report to 3004105610-2014-00087 (B)(4).